Event description:
As reported, during a laparoscopic ventral hernia repair procedure, the ventralight st mesh was hydrated for 30 seconds and was rolled immediately with st coating inside. It was reported that the hydrogel barrier was peeling off and breaking while fixating the mesh. It was reported that the mesh was removed, and another mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the ventralight st mesh was hydrated for 30 seconds prior to insertion and during fixation the hydrogel (st) barrier was peeling off the mesh. An intraoperative video was provided showing the st coating pulling away from the mesh. Per the instructions-for-use (IFU), provided with the device, "the ventralight st mesh should be hydrated for no more than 1-3 seconds immediately prior to placement in order to maximize the flexibility of the mesh. The safety and effectiveness of ventralight st mesh in combination with solutions other than saline have not been tested." Based on the event as reported and review of video provided, the issue that presented was the result of hydrating the mesh for more than 1-3 seconds as prescribed in the IFU. Review of manufacturing records shows the product was manufactured to specification. (B)(4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.